Event description:
Patient developed cellulitis and draining purulence following right knee fascia lata and quadricepsplasty with orthadapt augmentation (date of symptom onset not provided). The bioimplant was explanted approximately eight weeks post implant.

Manufacturer narrative:
The orthadapt bioimplant was used in a right knee fascia lata and quadricepsplasty procedure; orthadapt bioimplants are not indicted for this use. An assessment based on the provided case information could not determine the cause of the reported event; however, it is likely the cellulitis infection (noncontagious spreading bacterial skin infection) contributed to the event. The product lot number was not provided to the manufacturer. The manufacturer of the device at the time was pegasus biologics, inc.